Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has a blackout and reports a scope communication error b30. Based on the results of the investigation, and since the device malfunction "the screen becomes noised" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope screen became noisy during inspection for use. There were no reports of patient harm.